Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract when the button was pressed after inserting the IV. The following information was provided by the initial reporter: "when pushing the retract button after inserting an IV the 20g needle did not retract."

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract when the button was pressed after inserting the IV. The following information was provided by the initial reporter: "when pushing the retract button after inserting an IV the 20g needle did not retract."